Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem- additional information. D9: device availability - additional information. G3: date received by manufacturer - additional information. H2: additional information/ device evaluation. H3: device evaluated by manufacturer- additional information. H6: adverse event problem - additional information.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. Functional test was performed and passed. Pairing test was performed and passed. A review of the receiver log was performed and loss of connection was found within the investigation window. The allegation was confirmed. The probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.